Manufacturer narrative:
Intuitive has received the medium-large clip applier instrument associated with this complaint and completed investigations. Failure analysis investigations was able to reproduce/confirm the reported complaint. Failure analysis found a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque and manufacturing tolerances are a few variables which can influence pitch cable failure. Additional observation(s) not reported by site: the instrument was found to have the entire length of the main tube surface with degradation. The root cause is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. No image or video clip for the reported event was available for review. A review of the instrument log for the medium-large clip applier instrument (part# 470327-09 / lot# n10160908-0016) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system (B)(4) for a sigmoid colectomy procedure. The instrument had 23 remaining usable lives with no subsequent use recorded. This complaint is being reported due to the following conclusion: failure analysis found the medium-large clip applier instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the medium-large clip applier instrument was observed to have a loose cable. A backup instrument of the same kind was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, but was unable to obtain any additional information.